Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant, the patient presented to the emergency room due to chest pain and the patient's heart rate was noted to be in the 40's. A device check was performed noted a rise in right ventricular (rv) lead thresholds and loss of capture. Additional information obtained from the clinic reported the patient had a lead revision the following day. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.